Event description:
It was reported that the device delivered an alert for an out of range high hv lead impedance. The impedance varied upon pocket manipulation. Upon x- ray it was noted that the coil of the lead was not fully inserted and secured properly into the device. The patient was brought to the operating room on (B)(6) 2017. Defibrillation threshold testing was performed and was successful. The procedure was completed successfully. No patient symptoms were reported.